Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data indicated it completed only first priming. No issues were found in the needle mechanism of the pod. Pod download data showed 0x5c alarm generated, indicating open count too low at end of prime. Continuous timeouts and drive stall were observed in the data. All the three batteries were measured to be low, but the pod got connected to master pdm for data download. Shelf mode current was measured to be higher than the specification limit, that contributed to low battery power. When the pod rerun test was done by powering pod using an external power supply, no issues were found in the test data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.